Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. Complaint conclusion: as reported, the indicator window of a 7f exoseal vascular closure device (vcd) never changed color while operating the closure device. Finally, the device was removed from the patient, and the plug fell out of the exoseal vcd shaft. Manual pressure was used instead. There was no reported patient injury. The surgeon depressed the button after the product was removed from the patient. Because the surgeon wanted to try to figure out the problem. The device was stored and prepped per the instructions for use (IFU). There were no visible signs of device/package damage prior to use. There was no difficulty connecting the 7f non-cordis vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly and an audible click was heard. There was pulsatile flow observed from the bleed-back indicator. The exoseal vcd and 7f non-cordis vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The physician did not have their thumb placed on the plug deployment button during retraction. The operator attempted to depress the plug deployment button and it could not be depressed. When the device was removed from the patient, the indicator wire loop was deployed/showing and no anomalies were noted to the loop. The plug fell out of the exoseal vcd shaft upon removal from the patient. The plug was not found partially deployed, partially out of the shaft. The plug was not found fully inside the shaft, the plug fell out of the shaft. The black-and-white indicator window never changed color while operating the closure device. The operator attempted to depress the plug deployment button and it could not be depressed. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the 7f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no access vessel tortuosity. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than thirty days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The procedure was a renal artery stent placement and used an antegrade approach. The physician had achieved certification on the use of exoseal vcd. The patient does not have a history of infectious diseases. The patient¿s body mass index (bmi) was not greater than 40. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. One non-sterile vascular closure device 7f - us was received for analysis. The device was unpacked to proceed with the analysis. Per visual analysis, the deployment lever on the device was depressed and the plug was not present on the delivery shaft, which was found with dry blood residues, with the indicator wire retracted. The indicator window was received in the white/black/red position and the cowling guard was found locked. No anomalies were observed during the analysis. A functional test could not be successfully performed since the device was already deployed. The device was opened to observe the internal components, and no anomalies were noted on the indicator window nor the deployment lever mechanism. The indicator window components were manually moved to black/black, and no difficulty was observed to change the indicator. The reported events of ¿indicator window-no change to indicator¿ and ¿vascular closure device (vcd)-deployment difficulty-premature¿ were not confirmed through analysis of the returned device since there were no issues noted with the window and the device was received fully deployed without return of the plug. The exact cause of the failures reported by the customer could not be conclusively determined during product analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the events reported, especially since the device was received fully deployed. However, procedural/handling factors are possible. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the products labeling with the intent to make the user aware of the risks. The IFU states, during retraction of the exoseal device and the sheath as a single unit, it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button (per procedure step 7 in the exoseal instructions for use). The IFU provides the following caution: (xi.7), ¿if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ additionally, users are warned to not use the exoseal vcd if the device appears damaged or defective in any way as was done in this case. Neither the product analysis, nor the information available for review suggest that the reported failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the indicator window of a 7f exoseal vascular closure device (vcd) never changed color while operating the closure device. Finally, the device was removed from the patient, and the plug fell out of the exoseal vcd shaft. Manual pressure was used instead. There was no reported patient injury. The surgeon depressed the button after the product was removed from the patient. Because the surgeon wanted to try to figure out the problem. The device was stored and prepped per the instructions for use (IFU). There were no visible signs of device/package damage prior to use. There was no difficulty connecting the 7f non-cordis vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly and an audible click was heard. There was pulsatile flow observed from the bleed-back indicator. The exoseal vcd and 7f non-cordis vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The physician did not have their thumb placed on the plug deployment button during retraction. The operator attempted to depress the plug deployment button and it could not be depressed. When the device was removed from the patient, the indicator wire loop was deployed/showing and no anomalies were noted to the loop. The plug fell out of the exoseal vcd shaft upon removal from the patient. The plug was not found partially deployed, partially out of the shaft. The plug was not found fully inside the shaft, the plug fell out of the shaft. The black-and-white indicator window never changed color while operating the closure device. The operator attempted to depress the plug deployment button and it could not be depressed. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the 7f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no access vessel tortuosity. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than thirty days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The procedure was a renal artery stent placement and used an antegrade approach. The physician had achieved certification on the use of exoseal vcd. The patient does not have a history of infectious diseases. The patient¿s bmi was not greater than 40. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 7f exoseal vascular closure device (vcd) never changed color while operating the closure device. Finally, the device was removed from the patient, and the plug fell out of the exoseal vcd shaft. Manual pressure was used instead. There was no reported patient injury. The device was stored and prepped per the instructions for use (IFU). There were no visible signs of device/package damage prior to use. There was no difficulty connecting the 7f non-cordis vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly and an audible click was heard. There was pulsatile flow observed from the bleed-back indicator. The exoseal vcd and 7f non-cordis vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The physician did not have their thumb placed on the plug deployment button during retraction. When the device was removed from the patient, the indicator wire loop was deployed/showing and no anomalies were noted to the loop. The plug fell out of the exoseal vcd shaft upon removal from the patient. The plug was not found partially deployed, partially out of the shaft. The plug was not found fully inside the shaft, the plug fell out of the shaft. The black-and-white indicator window never changed color while operating the closure device. The operator attempted to depress the plug deployment button and it could not be depressed. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the 7f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no access vessel tortuosity. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than thirty days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The procedure was a renal artery stent placement and used an antegrade approach. The physician had achieved certification on the use of exoseal vcd. The patient does not have a history of infectious diseases. The patient¿s bmi was not greater than 40. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.